Event description:
Information received notes that the patient had episodes of lightheadedness, the first of which happened when he was lifting a lawn mower. Bipolar impedance was 250 ohms and capture thresholds were 1.5 v, 0.5 ms. Vigorous arm move- ments caused oversensing. Unipolar capture thresholds were 0.5 v, 0.5 ms and unipolar lead impedance was 255 ohms. Noise was present on the iegms but not as much as bipolar. The ventricular sensing was programmed to unipolar.